Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at the fiber/glass cap fusion zone; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate detritus adhesion; the outer flow tubing open end is slightly damaged. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " fiber head broken inside the patient" was confirmed; however the fiber head was not detached but fractured; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, at 1 minute of use, the fiber head broke inside the patient @ 4,455 joules. The procedure was completed with a second fiber. There was ¿no damaged to the patient¿ reported.